Event description:
It was reported the pt missed the refill and experienced withdrawal symptoms. The pt did not hear pump alarm to indicate necessary refill. There was no volume discrepancy. The pump was refilled and the withdrawal symptoms "went away." The drug in the pump was morphine. Add'l info received from the hcp indicated the pump ran out of drug as the pump may have been "erroneously programmed" by another hcp at a previous refill. The pt experienced add'l symptoms of "viral illness", nausea, increased pain, diarrhea, and myalgia. The pump was filled with saline several weeks later and the pt was given oral medication. The pt recovered without sequela.